Event description:
The programmer, which was returned due to an advisory request subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the head and the electrocardiogram connection on the link electronic module (lem) had cracked solder joints and therefore the lem was replaced and calibrated. Analysis also found that the system fan was noisy and therefore it was replaced, and that the software had not been loaded for the correct region and therefore the hard drive was reconfigured and the software reloaded and updated to the correct region. Product ID: 2067 radiofrequency programmer head; (B)(4).